Manufacturer narrative:
Device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The cusa excel 23khz straight handpiece was returned for evaluation. The evaluation was unable to conclusively verify the complaint as valid. The technician confirmed that the device passed all tests and met specifications. No further investigation is required.

Event description:
A facility reported that the cusa excel 23khz handpiece (c2600) had a ultrasound emission malfunction during laparoscopic hepatectomy surgery. The surgery was completed using ultracision, which is a competitor's device. There was no patient injury; however, the event led to increased surgery time of 1 hour.